Event description:
(B)(4). Headaches, weight gain, bloating, hair loss, fatigue, insomnia , missed periods, excessive bleeding.

Event description:
#Medwatcher #followup1 #fdamw5040966 #(B)(4). More side affects: cramping, sharp stabbing pelvic pain, discharge (odor/no odor), hot flashes, excessive bleeding during period ( menorrhagia), painful ovulation, night sweats, bleeding spotting after sex, painful periods (dysmenorrhagia), bleeding between periods, long menstrual cycles, breast pain/tenderness, back, joint, chest, leg, breast, neck, spine, hip, chronic pelvic pain, all over body aches, gastrointestinal, nausea, vomiting, gas, diarrhea, severe bloating, heartburn, bowel issues, migraines, dizziness, tingling sensations, numbness, nerve pain, brain fog- cloudiness, forgetfulness, numbness/tingling in extremities (hands/feet), skin irritation, severe hair loss, hair growth in new places, dental issues, weight issues, swelling of legs and feet, muscle spasms, vision problems, excessive bloating, dry skin areas, inability to loose weight, I am sure I can add more if I put in some more thought in to it.